Manufacturer narrative:
The device was subsequently returned to the MFR and analysed. The failure analysis disclosed that the fiber cap had a circumferential fracture and was partially broken off. This device failure is associated with a lack of cooling due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The root cause of the device failure was determined to be tissue contact and embedment. The product labeling (product insert 0137-0830) warns that tissue contact or tissue probing may cause fiber damage or breakage. (B)(4).

Event description:
It was reported that the fiber cap broke off inside the pt at 204,719 joules into the case. There was no pt injury. The fiber cap was retrieved. The procedure was completed with a second fiber.